Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the homechoice (hc) during use, during drain 3. The baxter technical service representative (tsr) assisted the home patient (hp) to review the alarm log. They explained the message to the hp and informed them to use manual bags or start over using new supplies. They followed the above and the hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. The problem was not confirmed. The root cause was undetermined.